Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The insulin pump also was received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip. No unexpected corroded battery tube noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 83 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not damaged or missing. The customer stated that they changed the battery but the insulin pump will not power up. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.